Event description:
It was reported to philips that the device printer paper issue led to a delay in treatment. The issues surrounding the staff trying to correct the paper feed caused a delay in shock to the patient requiring a second defib to intervene. The customer requested that a philips field service engineer (fse) / authorized service personnel (asp) be dispatched to the customer site. The reported issue was confirmed and the printer module was repaired. The printer module was repaired. No parts were replaced. The device passed all performance tests and remains at the customer site. The information gathered for this report does not represent a systemic, design, or labeling problem. No further investigation or action is warranted. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Added patient involvement clarification in b5. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device printer paper issue led to a delay in treatment. The issues surrounding the staff trying to correct the paper feed caused a delay in shock to the patient requiring a second defib to intervene. The device was reported to be in use on a patient, causing a delay in therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. The customer requested that a philips field service engineer (fse) / authorized service personnel (asp) be dispatched to the customer site. The reported issue was confirmed and the printer module was repaired. The printer module was repaired. No parts were replaced. The device passed all performance tests and remains at the customer site. The information gathered for this report does not represent a systemic, design, or labeling problem. No further investigation or action is warranted. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device printer paper issue led to a delay in treatment. The issues surrounding the staff trying to correct the paper feed caused a delay in shock to the patient requiring a second defib to intervene. Additional details have been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Sending follow-up report due to type of serious injury within complaint being updated to life-threatening.